Event description:
Approx two months following a sling procedure, the pt returned complaining of being uncomfortable. Upon examination, the dr found the tissue had fallen apart. The tissue was excised. No further complications were reported.